Event description:
Following lasik surgery, I have had problems with serious dry eyes. Every morning I must use eye drops and most nights as well. In addition, in the dark light objects have sunbursts. Dates of use: continuous. Diagnosis or reason for use: nearsigthdness.